Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (white screen, not powering on normally) was confirmed. Upon investigation the monitor lcd screen was white and the monitor failed incoming functionality testing. The cause for the failure was isolated to corrosion on the computer/analog and defibrillator pcas. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor screen was white and it wasn't powering on normally.